Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, doing femoral recon nail, while drilling the recon screws the stepped drill bit large broke inside the nail. The tip of the stepped drill bit is still in the patient. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown femoral recon nail (part #: unknown, lot #: unknown, quantity #: 1), unknown recon screws (part #: unknown, lot #: unknown, quantity #: unknown), unknown insertion instruments (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report 1 of 1 for (B)(4).